Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed, which demonstrates the ability of the abbott assay to provide accurate results in a portion of the dynamic range. One run was performed on one architect instrument using quality file samples of architect tsh reagent lot 22918jn00 (n = 36). All validity and acceptance criteria were met. This testing demonstrates the ability of the abbott architect tsh assay to provide accurate results in a portion of the dynamic range. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There have been no known quality issues in relation to this product since manufacture. The architect tsh assay package insert and the architect system operations manual contain information to address the current customer concern. The results of the current product evaluation found no product malfunction. Customer reports both samples were venous draws and not heel sticks.

Event description:
The customer reports falsely decreased architect tsh assay results for one newborn patient. The customer collected two samples in heparin plasma gel separator tubes. The patient is a (B)(6) old male, being treated for hypothyroidism jaundice. On (B)(6) 2013, the customer ran total t4 and tsh assays on the architect i1000sr analyzer and a bilirubin panel on their main chemistry analyzer (not identified) from a sample drawn from the patient's intravenous line. The results were: total bilirubin: 11.3 mg/dl, total t4: 1.9 ug/dl and tsh: 0.55 uiu/ml. The patient's endocrinologist called the next day to question the thyroid results because they were not consistent with the patient's diagnosis. The customer retested the sample and received the following results: total t4: 1.8 ug/dl and tsh: 2.01 uiu/ml. The patient was called back that evening for a redraw (sample identification of (B)(6)), which was 24 hours after the first draw (the site from which this sample was taken from was not identified). The results were: total bilirubin: 11.6 mg/dl, total t4: 1.6 ug/dl and tsh: 223.18 uiu/ml. The customer sent both specimens out to a reference lab for tsh analysis. The results were: first specimen 0.55 uiu/ml (architect), 177.10 uiu/ml (reference lab); second specimen 223.18 uiu/ml (architect), 254.40 uiu/ml (reference lab); (the reference lab instrument uses a chemiluminescent technology). The customer explained that there were no error codes on the architect system for the first specimen to indicate a problem. Controls have remained within specification. There was no impact to patient management due to this issue.